Manufacturer narrative:
Concomitant medical products: product ID: 37752, lot# serial# (B)(4) product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient had lost the entire charging system in a flood and a manufacturing representative directed the patient to get a replacement. The patient thought there was something wrong with the battery and it was clarified that he believed he was in overdischarge. He was going to meet with a manufacturing representative at the healthcare provider (hcp) office to do a trickle charge. The last time any stimulation was felt was less than 1 month ago. It was reported seven months later that the patient was unable to get a recharger replacement through his company representative or primary care physician. Premature battery depletion of the ins was reported. The patient experienced pain in the right leg below the knee. The patient will have a replacement of the ins, recharger, and patient programmer (pp) on (B)(6). If additional information is received, a follow up report will be sent.